Event description:
Related manufacturer report number: 2017865-2023-05763, related manufacturer report number: 2017865-2023-05764. It was reported that the patient presented for routine pulse generator change on (B)(6) 2023. During the procedure the right ventricular lead was noted to have an insulation breach. The physician intended to revise the right atrial lead (ra) due to the patient's chronic atrial fibrillation. However, the ra lead was unable to be removed from the device header. Both leads were capped during the procedure, and the pulse generator was successfully replaced. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.